Event description:
Post operative films show anterior medial fracture off femur.

Manufacturer narrative:
Evaluation was not possible, as the product remains implanted. No revision has been reported. Examination of provided x-rays confirmed the bone fracture. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the bone fracture. No evidence was found suggesting product error was a contributing factor, and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.